Event description:
It was reported that the pump screen was cracked and remained black. There was no adverse impact to the customer's blood glucose level, which was recorded at 150 mg/dl within the normal range. The device is being returned, and a replacement pump has been arranged with the customer.